Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the firing, strap was released but it was not strong enough to fix /attach the mesh. The procedure was completed with another like device. There were no adverse patient consequences reported.

Manufacturer narrative:
A close inspection was conducted on the returned device and no visual damages were noted. This device was used in a medical procedure. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. Based on device performance, it can be concluded that the device worked as intended.